Event description:
Rep stated that the instrument sticks while in use and will not release properly.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.